Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2011 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information received on 10-may-2011 and 07-oct-2011. On 07-oct-2011 the case was upgraded to incident. Study description: study (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 01 child, 02 elective abortions, and menstrual pain. Medication at time of insertion included combined pill. Her last menstrual period before insertion occurred on (B)(6) 2011. On (B)(6) 2011 essure (fallopian tube occlusion insert) was easily implanted. Analgesics and nsaid (non-steroid anti-inflammatory drug) were used as premedication. The condition of uterine cavity (endometrium) was hypertrophic and showed adenomyosis. Uterus was not retroverted. Visualization of ostium was good bilaterally. The procedure was started on left side. At the end of procedure she had 1 coil externally visible in the uterine cavity on the left side and 6 coils on right side. The procedure took 11 minutes and bilateral placement was successful. No additional procedure was performed at the same time. Vasovagal syncope was denied. Patient presented pain during insertion and after the procedure. She used postoperative analgesics. Minipill was used after placement and before confirmation test. On (B)(6) 2011, during consultation, patient reported postoperative pain/cramps and bleeding. Radiography was performed and showed inserts were not symmetric positioned; the distance between proximal portions was less than 4 cm and four markers were well placed. At ultrasound right insert was seen from the cavity to the horn in good position. Left side was not in good position. Investigator considered the final result of procedure as failure due to abdominal migration, probable tubal perforation. On (B)(6) 2011 a laparoscopy under general anesthesia was performed and showed inserts were normally placed (no perforation).total salpingectomy on the right side and partial salpingectomy on the left with removal of the 2 inserts was done. Additional information received on 03-apr-2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by (B)(4) and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. (B)(4) is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at control consultation, there was a suspicion of abdominal migration, probable tubal perforation of one device. A laparoscopy was performed and revealed inserts in normal position (no perforation); the devices were removed. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the reported perforation was not confirmed during laparoscopy; causality with the suspect device cannot be excluded; and since an intervention was performed; this case was considered an incident. Additionally, patient experienced genital bleeding after essure procedure. This event was considered serious, anticipated; and due to the positive temporal relationship regarded as probably related to the suspect insert/insertion procedure. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.